Event description:
The customer reported that on (B)(6) 2011 an erroneous, elevated cardiac troponin (accutni) result was generated on an access 2 immunoassay system for one patient. Actual patient data results were not provided by the customer. The initial accutni result was higher than expected and within the risk stratification range of the assay. Subsequent testing on the same instrument produced a lower result, within the normal reference range. A second draw of the patient generated a lower result, within the normal reference range, that concurred with the first sample's repeat result. The initial result was reported outside of the laboratory, and the patient was admitted to the hospital based upon the erroneous accutni result. Upon report of the second sample's result, the patient was discharged from the hospital. No patient demographic information, system performance information or sample collection/handling information was provided by the customer. The samples were collected in lithium heparin plasma tubes. The laboratory double spins all plasma accutni samples and analyzes only the pour off from the second spin on the access 2 immunoassay system.

Manufacturer narrative:
Service was not dispatched to the site for this event. Although the customer did not provide information indicating an increase in occurrence or an instrument malfunction, as the actual device was not assessed an instrument malfunction will be assumed for the purpose of this report. A definitive root cause for this event has not been determined to date.